Event description:
Khcp receives medwatch #1019789 from FDA on 10/23/2000 for a permacath arterial port tubing found to have pinhead sized leak (every minute), but visible. This was discovered during hemodialysis treatment by the charge nurse. Occurred at dialysis clinic.